Event description:
It was reported that the patient was not receiving adequate pain relief. (B)(4) study and (B)(4) study was carried out and they were negative. Drug dosage had been titrated up without effective relief. The device was explanted. A visible leak was noted at the catheter upon explanting. Post-replacement patient was reported as doing well. Drug delivered via the pump was morphine.

Manufacturer narrative:
(B)(4). Analysis was not available at the time of this report. A follow-up report will be sent once analysis is available.